Manufacturer narrative:
H3; analysis of the catheter sn; (B)(6) identified the catheter was returned incomplete/in segments. No anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Analysis of the pump (sn; (B)(6) determined the pump reached end of service (eos) based on time progression, as expected. Analysis of the catheter (sn: identified an indentation in the seal material in the cup of the sutureless connector (sn) which did not affect the performance of the catheter. H6; the previously reported conclusion code 11 no longer applies to this event and has been updated to 67. The previously reported results code 3233 no longer applies to this event and has been updated to 213. The previously reported method code 4118 no longer applies to this event and has been updated to 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2019 product type catheter pro duct ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2019 product type catheter product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2019 product type catheter device evaluated by MFR: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously reported conclusion code 67 no longer applies to this event and has been updated to 11. The previously reported method code 4114 no longer applies to this event and has been updated to 4118. The previously reported results code 3221 no longer applies to this event and has been updated to 3233. The device code c53269 has been updated to c62823 and c76126. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned on 2019-may-14 with logs obtained on 2019-apr-24. Review of logs shows a non-critical alarm for a low reser voir occurred on 2011-dec-23 at 12:58pm. A critical alarm for an empty pump reservoir occurred on 2012-jan-08 and 2:19pm. A non-critical alarm for early replacement indicator (eri) occurred on 2017-mar-21 at 1:01pm. A critical alarm for end of service (eos) occ urred on 2017-june-19 at 1:01pm. A critical alarm for stopped pump duration exceeded 48 hours occurred on 2017-june-21 at 1:01pm.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-may-2012, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 12-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-24, information was received from a patient, via a manufacturer representative (rep), receiving dilaudid (40 mg/ml, unknown dose) via an implantable pump for an unknown indication for use. Information received reported "pump alarming and no efficacy since implant ((B)(6) 2010)". There were no reported environmental, external or patient factors that may have led or contributed to the issue. A computed tomography (CT) scan was performed as diagnostics and showed the catheter tip was outside of the intrathecal space. The system was explanted secondary to no efficacy. It was noted the rep was unsure of which catheter was used for the spinal segment (8709 or 8709sc). Additional report notes indicate catheter 8709sc (sn (B)(4)) was partially explanted; the tip of the catheter was scarred into tissue. The surgeon opted to tie off catheter. No cerebrospinal fluid (csf) noted from catheter. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-29, additional information was received from the rep and confirmed with the account. The alarm occurring was unknown. It was reported to have begun "years ago". The rep confirmed the patient has had no efficacy since implant 9 years ago. The exact date of the CT scan was unknown, but occurred prior to surgery. The cause of the catheter being out of the intrathecal space was unknown. The rep was unable to confirm if the catheter had been implanted in the intrathecal space. The dose of the patient's medication was not known.